Event description:
It was reported that the user performed a routine meal announcement and stated they consumed their usual carbohydrate amount, though they later clarified the meal was coffee and a low-carb scone that was not their usual carbohydrate intake, indicating an incorrect meal size entry; blood glucose was corrected during the call. Symptoms included hypoglycemia with dizziness. Outcomes included the need for oral glucose to treat the low blood sugar. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and a relevant user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.